Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device emitted three paced beats and then lost capture. Analysis did note that the battery drawer latches were broken and that the pace and sense light-emitting diodes were intermittent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was connected to heart wires and emitted three paced beats and then lost capture. The pacing was continued using a defibrillator. The batteries of the epg were replaced and another attempt yielded the same, three paced beats and then lost capture. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.